Manufacturer narrative:
Section A: Additional patient information cannot be provided due to personal data privacy legislation/policyNo further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a Driveline Power Fault occurred. The patient underwent Driveline exit site revision. After tunneling of the Perc Lead Cable the Pump was not able to be started again. Driveline Connector was made sure to be clean and dry. The Modular Cable and System Controller were exchanged. Afterwards the Pump started again. No more issues reported.